Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient had low blood glucose event on (B)(6) 2026 and treated with baqsimi (prescribed nasal glucagon for severe hypoglycemia). No further information is available.